Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 d9 h3 h6. Laboratory analysis summary: the device related to the reported event of rupture was received on march 18, 2025 with lot number 2365185. Based on the device analysis grid, the assessments of the complaint are: - rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, non-penetrating nicks, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, d6b.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.